Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, an end tone was heard, but the device would not seal. There was no regrasp alarm heard. There was no patient injury.